Event description:
It was reported that a manufacturer representative encountered issues while adding another adbs group for the patient during a clinic session. After re-interrogating the battery, the tablet displayed a message stating, "patient limits will be cleared, system will make minor adjustments, review amplitudes and patient limits in group c and adjust as necessary." This occurred on two separate tablets. Upon selecting "ok," a telemetry failure message with code 0ecd7858 appeared, along with the option to end the session. Technical support services (tss) advised the representative to connect to the implanted neurostimulator (ins) with the handset, pause all adbs groups, and then re-interrogate. The representative was able to do so, but all programming was cleared, and a message appeared stating, "invalid settings detected, all settings cleared 00000b62." The settings for group c were cleared, and the segments had different amplitudes than initially programmed. The representative created another group for the patient without encountering the same issue and resolved the problem by deleting group c. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.